Event description:
The surgeon reported lint fibers present in the od eye at the post-op visit. On 05/27/2009 additional follow-up information received. The surgeon stated that the fibers remain in the eye as the pt is asymptomatic; he has no plans to remove the fibers at this time.

Manufacturer narrative:
DHR and lot history could not be reviewed, as the lot number was provided by the customer. The customer did not retain a sample for evaluation and root cause analysis for this investigation; the root cause could not be determined. An internal investigation has been opened to further investigate complaints of this nature. (B) (4). (B) (4).